Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a recent hypoglycemic episode. She did a manual check, and it was not correct. She is using a dexcom g7 cgm. The user reached a low of 69 mg/dl blood glucose. She treated the low with glucose tablets and no further intervention was required.